Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The grandmother reported that the patient was having high blood glucose levels while wearing the pod on his hip/buttocks. He tested and had small to moderate ketones, he took an injection of about 7 units. The patient was feeling sick and throwing up, so the grandmother took him to the emergency room where he was diagnosed with high blood sugar levels and ketones. Treatment included fluids to bring his levels down. The patient was discharged after a couple of hours. The device was thrown out. The grandmother did not remember the length of wear or the exact date of occurrence, but stated it was mid-september. She did not remember any specific blood glucose levels and the discharge paperwork said there were labs done, but no results were listed. Changes were made to the patient's insulin doses/settings, but the grandmother was unsure what was changed.